Manufacturer narrative:
The blunt probe was returned to the manufacturer for analysis. Analysis found the tip of the probe was bent. Otherwise, when connected to a known good system, the probe displayed good geometry and divot error readings with normal tracking. Analysis found that the reported event was related to a physical damage issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the during inspection the tip of the blunt probe was bent.